Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on 16-mar-2016 from a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 and forwarded to bayer on 04-aug-2016. Concomitant condition included nickel allergy. At insertion on (B)(6) 2010, the consumer experienced placement painful and device insertion complication. After placement she had nausea and dizziness. After that, the consumer experienced irregular bleeding or breakthrough bleeding, pain in abdomen, lower back pain, pain in breasts, arthralgia, stabs in belly, depressive feelings, tiredness, memory loss or concentration problems, hair problems, and fluctuations in the thyroid values (anti-tpo). Blood test performed: thyroid is not functioning properly. Work-related problems were reported. Treatment performed by medication, but not specified. Consumer outcome: not recovered. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen/ stabs in belly. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between this event and essure insertion was not specified. Given the nature of the reported event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. Since she reported work-related problems, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. A product technical analysis is expected.

Manufacturer narrative:
Quality safety evaluation received on 21-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen/ stabs in belly. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between this event and essure insertion was not specified. Given the nature of the reported event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. Since she reported work-related problems, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.